Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high readings from the adc sensor scan when compared to unspecified results obtained from a competitor brand device. As a result, customer reportedly "collapsed", however, no loss of consciousness was indicated. Customer had contact with a healthcare professional who provided ¿1 yogala, liquid diet¿ as treatment for the diagnosis of hypoglycemia and obtained hcp meter readings of 120 mg/dl, 369 mg/dl. The customer was administered novolog insulin (dosage unknown) and was provided lancets by hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high readings from the adc sensor scan when compared to unspecified results obtained from a competitor brand device. As a result, customer reportedly "collapsed", however, no loss of consciousness was indicated. Customer had contact with a healthcare professional who provided ¿1 yogala, liquid diet¿ as treatment for the diagnosis of hypoglycemia and obtained hcp meter readings of 120 mg/dl, 369 mg/dl. The customer was administered novolog insulin (dosage unknown) and was provided lancets by hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.